Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was an issue with the scale markings on a bd¿ syringe with bd luer-lok¿ tip. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: two samples were received for evaluation. The sample syringes were provided with slight double print which verified the failure mode; however, these samples are acceptable and within our specification. Double print is typically caused by a lack of pressure between the print pad and the syringe. If the syringe rotates as it gets printed, it can cause double print appearance. No related issues or defects were noted in the device history review. No related quality notifications were issued to this batch. No related issues or defects in DHR. No related qns issued to this batch. Two sample syringes were provided with slight double print, these samples are acceptable and within our specification. Double print is typically caused by a lack of pressure between the print pad and the syringe. If the syringe rotates as it gets printed, it can cause double print appearance.